Event description:
It was reported that the pump's usb port was damaged, resulting in difficulties connecting to the pump. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.